Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced ongoing, continuous elevated blood glucose (bg) levels since starting pump therapy; no exact bg value was provided. Manual injections were administered to address the bg level. Reportedly, the customer's bg levels were caused by the "dawn phenomenon". Recommendation was made to consult with their health care provider to discuss diabetes management.